Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only at the proximal region of the lead. The silicone tubing was not abraded in this location. The cause of external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.